Event description:
It was reported that during priming with a prismaflex st150 set, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a video and photographs of the sample were provided for evaluation. Visual inspection observed leakage from the dialysate port. The reported condition was verified. The most probable cause of the condition is due to shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4). To deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.